Manufacturer narrative:
H6: this was reported as a ¿literature case¿ without product code or lot number provided. Clinical details were absent. No product was returned, therefore physical evaluation, investigation and conclusions were limited. Factors affecting device performance include: device ability, surgical ability and conformance with instructions for use which includes recommendations, precautionary statements and instructions for proper use of product. If relevant information becomes available to assist with evaluation the complaint can be revisited. There was no objective evidence to suggest a direct link between the product used during the procedure and the symptom reported.

Manufacturer narrative:
Foreign zipcode (B)(6).

Event description:
It was reported that during the procedure, the anchor broke upon insertion. The broken pieces were removed. It is unknown if there was a delay or if a backup device was available and how the issue was resolved. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.